Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was still unknown. The caller stated that they did not know if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl before they treated and went to bed. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer was having high blood glucose of 200 to 400 mg/dl before going to bed, bolused, and then went to sleep. The caller stated they don't know what happened but they believe the pump did not cause the customer's passing. The caller agreed to return the insulin pump for analysis.